Event description:
A power on reset (por) condition was reported. The device was noted to have a 75% charge. Some type of electromagnetic interference was suspected to have caused the issue. It was indicated that the device was expired. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).